Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, unable to clear due to unresponsive keypad. Customer's blood glucose levels at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. The insulin pump was unable to perform error test due to unresponsive button. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.